Event description:
Caller alleged that their triage was smoking. Details as follows: customer was printing out qc information from meter when she noticed and smelled smoke from the meter. The meter shut off. Customer attempted to turn the meter back on. Meter would not turn back on. Customer checked the power cord on the meter- it was okay. Customer changed power cord to meter. Meter continued not to work. No one was injured from meter. Technical services sent replacement meter, controls, and calvers to customer.

Manufacturer narrative:
Investigation pending.